Event description:
It was reported that the left ventricular lead dislodged, resulting in high thresholds. During a repositioning attempt, the entire lead pulled out. The lead was explanted and replaced. The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was torn melted and had cosmetic environmental stress cracking. It was also noted that there was blood/body fluid on all conductors (not obstructed) and the lead had apparent explant damage. (B)(4): actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Correction: previously submitted follow-up report #002 should have been sequenced #001. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was torn melted and had cosmetic environmental stress cracking. It was also noted that there was blood/body fluid on all conductors (not obstructed) and the lead had apparent explant damage. (B)(4): actual longevity is 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead dislodged, resulting in high thresholds. During a repositioning attempt, the entire lead pulled out. The lead was explanted and replaced. The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.